Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1614001) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided, the root cause of the reported event could not be determined. It should be noted that patients undergoing anticoagulant therapy (aspirin, heparin and plavix) may be at a higher risk for bleeding events. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that after the mynxgrip device was used for arterial closure with left groin access following an interventional peripheral procedure, the patient developed a hematoma of over 6 cm in size. There were no multiple stick punctures and there were no multiple sheath exchanges. The patient did not have stenosis greater than 50 % at or near the puncture site. There was no posterior wall puncture. The sealant was deployed to the proper location. Immediately after the deployment of the mynx device, while the patient was still in the catheterization laboratory, manual pressure was held for less than 30 minutes to resolve the hematoma; however, after the patient was transferred to the holding area for recovery, the hematoma was observed again. Additional manual pressure was held for greater than 30 minutes to treat the hematoma. The site looked "good" after manual pressure. The patient's groin was noted to be soft and the patient was discharged the same day; however, two days later, the patient presented emergently with a re-bleed (pseudoaneurysm) and was re-hospitalized at that time. The patient was sent to surgery to evacuate the hematoma and repair the pseudoaneurysm. There was no evidence of a pre-existing hematoma or pseudoaneurysm. The patient was hospitalized and was discharged 3 days later in "good condition." No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
The hematoma was suspected to be caused by the mynx sealant not fully sealing the artery.